Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was explanted because the patient was having reflux symptoms.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Investigation summary: a 17-bead linx device was returned in used condition with bent wires. The device was returned in an unlocked position. There were tooling marks noted on the beads and wires likely from the surgical tools used during implant/explant procedures. These observations are consistent with an explanted linx device. A separated washer was observed during the visual assessment. The washer was observed with two welds tracks and also on the bead case where the washer was separated. This was likely due to forces applied during explant procedure. However, the separated washer didn¿t contribute to customer¿s experience. The visual analysis excepting the separated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.